Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to high blood glucose on (B)(6) 2020 to (B)(6) 2020. The customer¿s blood glucose level was 617 mg/dl and when discharged it was 169 mg/dl. She stated she did not take a manual injection of insulin. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.